Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, the handle stopped connecting after the first stitch. When attempting to transfer the anchor from the needle driver to the anchor exchange, it failed. The procedure was completed using an alternate device there were no patient complications reported as a result of this event.